Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced two syncopal spells resulting in head injury; apparent subclavian crush fracture of lead. The lead was capped and replaced. No patient complications have been reported as a result of this event. Further information received indicates the "pacemaker" "stopped working" [later found to be the lead] causing the patient to pass out three times, one of which resulted in a laceration to the his head which resulted in a loss of "a lot" of blood, required stitches, and remained painful. It was reported that the device was found to be fine and remains in use. It was further reported that the lead was found to have high threshold, no capture, high impedance due to an apparent subclavian crush fracture of the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced two sycopal spells resulting in head injury; apparent subclavian crush fracture of lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.